Event description:
Philips received a complaint on the philips patient information center ix indicating that the alarm text are being displayed, but there was no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) who says they have verified the external speaker is connected. They rebooted the computer, but that did not resolve the issue. The rse had the biomed access the sound properties in the computer control panel and confirm the sound was not muted (it was set to 10) and the output device is set to the external speaker. The rse also had the biomed try this same speaker on another computer and it was confirmed the speaker works. The speaker is connected to a remote speaker box. The biomed could hear the sound when they bypass the remote box and connect the speaker directly to the computer. Based on this information, the rse determined that the remote speaker box was defective. The reported problem was confirmed. A philips field service engineer will be going onsite to replace the defective speaker box. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.